Event description:
Healthcare professional additionally reported "gradual hardening of breast, pain, and capsular contracture baker grade IV." Healthcare professional also reported "history of multiple mammary cysts without correlation with the prosthesis"; this event is not device related.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: seroma-late and capsular contracture, baker grade IV.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: encapsulation, nodules, cyst, minimal fluid and radial folds of implant device.

Event description:
Patient reported "encapsulation and nodules" on right side. The device remains implanted. Patient reported cyst, minimal fluid and radial folds of implant device.

Event description:
Device has been explanted and replaced.